Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician applied two hem-o-lock clips on the cystic duct. The third fell out of the device into the patient's body. He removed the clip and went back into the body with the clip applier. The same issue happened with approximately 5 more clips. Doctor then noticed that a metal piece of device toward the distal end was protruding upward and was resting on the jaws of the device. The physician pushed it back down but stopped using the clip applier. The patient condition was reported as fine.